Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic sleeve gastrectomy, on stapling of the stomach to create sleeve, the staple line was incomplete and there were malformed staples appeared to be seen in the staple line and remaining in the reload. The malformed staple line needed to be corrected to prevent a compromised staple line and additional reloads were required to accomplish this.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia 60mm articulating medium/thick reload. Visual inspection of the reload noted that all of the components were present and in their proper orientation. The reload was received with the firing completed on one side of the knife channel. The opposing side was unfired with all staples and pushers present. Review of the component responsible for firing pushers and staples was found to be damaged preventing a full and complete firing on both sides of the knife channel. A review of the device history record for the reload indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. However, a component fault was identified during product analysis. The root cause of the observed condition was identified as a quality issue with a component obtained from a third party supplier. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic sleeve gastrectomy, on stapling of the stomach to create sleeve, the staple line was incomplete at stomach remnant side of the sleeve and there were malformed staples appeared to be seen in the staple line and remaining in the reload. The malformed staple line needed to be corrected to prevent a compromised staple line and additional reloads were required to accomplish this. To resolve the issue they sutured to stop the bleeding and then stapled on the inside of the suture to complete the sleeve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.